Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer experienced low blood glucose levels daily and at same time. The customer believed he was not calculating his corrections when bolusing or was forgetting to bolus. His blood glucose level dropped from 85 mg/dl to 45 mg/dl in 30 minutes. The device was not returned.